Manufacturer narrative:
Evaluation of the returned dilator found that the tip of the dilator has a square edge which most likely got caught on the stent. In an effort to prevent the recurrence of this issue, we have made an enhancement to this part with a chamber at the proximal edge to reduce the likelihood of the edge catching as its being withdrawn from the vasculature. Evaluation results found the proximal edge of the dilator tip has a square edge due to the manual cutting process. This condition most likely caused it to catch on the stent.

Event description:
Reportedly, the stent was deployed without issues. When they went to pull the deployment sys out, the very tip of the deployment sys got caught on the stent. The dr. Gently advanced back thru the stent and pulled it back out without any pt injury or medical intervention.